Event description:
It was reported that the health care professional (hcp) requested if the implantable cardioverter defibrillator (ICD) system was magnetic resonance imaging (MRI) conditional. It was noted this ra lead had a known fracture. Technical services (ts) confirmed the system was not MRI conditional due to a high out of range pacing impedance, greater than 3000 ohms. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested if the implantable cardioverter defibrillator (ICD) system was magnetic resonance imaging (MRI) conditional. It was noted this ra lead had a known fracture. Technical services (ts) confirmed the system was not MRI conditional due to a high out of range pacing impedance, greater than 3000 ohms. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This ra lead exhibited a signal artifact monitor (sam) episode then oversensing of noisy signals. It was confirmed the patient has not received an MRI. The field representative noted the ra lead would be extracted in the future, and the physician may be waiting to replace the lead during a generator change.